Manufacturer narrative:
Status and location of the device are unknown.

Event description:
A physician reported that 8 yukon oct spinal system set screws loosened intra-operatively during a revision surgery to extend a posterior cervical fusion. This report represents screw 8 of 8 screws.

Manufacturer narrative:
Corrected data: b.5: updated from "a physician reported that 8 yukon oct spinal system set screws loosened intra-operatively during a revision surgery to extend a posterior cervical fusion. This report represents screw 8 of 8 screws." To "during the removal of 7 set screws that were loose, the surgeon also removed this yukon oct spinal system polyaxial screw. Upon return of this device, the investigation has concluded this screw is in fact concomitant." D.1: updated from 'set screw' to 'polyaxial screw; size ø3.5x14 mm.' D.4: updated from '7601-10001' to '7601-03514.' D.4: updated from (B)(4) to (B)(4). The device associated with this complaint record is a yukon oct polyaxial screw. No issue related to the reported event was found with this product; therefore, it is a concomitant product. The yukon polyaxial screw was explanted along with the loose set screws.

Event description:
During the removal of 7 set screws that were loose, the surgeon also removed this yukon oct spinal system polyaxial screw. Upon return of this device, the investigation has concluded this screw is in fact concomitant.